Event description:
It was reported that the patient¿s device was overdischarged. It was indicated that this was the third overdischarge and the reason for the overdischarge was unknown. It was reported there was a loss of stimulation when the battery was depleted. A pmr (physician mode reset) was successfully completed, an impedance check revealed all electrodes within normal range, and stimulation coverage was good. Stimulation was turned off until the battery was completely charged. Patient education was provided regarding the need to maintain a charge in the battery.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).